Event description:
It was reported that an unspecified quantity of clear link system, non-dehp continue-flo solution sets leaked at the drip chamber and tubing connection. This was discovered during priming and delivery on a spectrum pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.